Event description:
It was reported that, "locking bolt snapped in two pieces as it was being tightened. The proximal segment was removed but was accidentally thrown away at the end of the surgery. The distal segment was left in the implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.